Event description:
As reported by the user facility: reason of complaint: email from (B)(6) "(B)(6) has now had 2 needle exposure incidents that occurred after the needle was retracted, but the safety didn't seem to decrease the likeliness of the stick. The most recent being that the nurse went to pick up her pile of trash after starting an IV & unknowingly included the IV needle. I will include the picture, as we are still concerned with how the needle became so bent with the actions explained to us, including the fact that the safety was not even close to the needles end."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of photo one, a used cannula hub with a bent cannula was observed and the safety clip did not engage to cover the cannula tip. Through visual examination of photo two, a used capillary hub with evidence of blood along the capillary tube and shows jagged tip. Based on the investigation, the reported issue was observed with the photos. While the issue was observed, an exact root cause could not be determined without the sample. An approved project is in place to further address issues with safety clip failure to engage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.